Event description:
A us distributor contacted zoll to report that a (B)(6) male patient passed away on (B)(6) 2015. The patient was unconscious and with his daughter at the time of the treatment event. On the day of passing, the patient was inappropriately shocked three times at 19:10:34, 19:44:36 and 19:51:16. The rythm at the time of the first treatment was CPR with intermittent cardiac activity, the rythms at the time of the second and third treatments was asystole. The post-shock rythm of all three treatments was asystole. The CPR artifact and oversensing contributed to the false detection. The post-shock rhythm of the treatments was asystole. The lifevest was shutdown at 19:52:46. A review of the downloaded data indicates that the response buttons were not pressed during the event.

Manufacturer narrative:
Device evaluation: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(6)has been completed. Upon evaluation, the monitor and electrode belt were fully functional and able to detect and treat a patient. (B)(4).